Event description:
It was reported that the subject programmer reboot in loop.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer reboot in loop.